Manufacturer narrative:
Unable to verify event due to lack of response from customer.

Event description:
Customer reported that the dpm 6 monitor was providing an inaccurate heart rate. No patient injury was reported.